Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on october 29,2025, with lot number 3620612. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "patient began experiencing symptoms consistent with capsular contracture, including breast hardness, pain, and distortion. These symptoms have progressively worsened". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "patient began experiencing symptoms consistent with capsular contracture, including breast hardness, pain, and distortion. These symptoms have progressively worsened". This record is for left side. Device was explanted and replaced.